Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that backup battery charging light is flashing. No patient involvement reported.

Manufacturer narrative:
The customer reported having replaced the battery and power supply. The product support engineer (pse) troubleshot with the customer. Found wiring at the ac distribution panel backwards, the blue and brown wires at the battery connector. The customer corrected wiring, with no resolve. The pse advised customer to verify all power supply connections per the gen 3.1 power supply installation instructions the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.